Manufacturer narrative:
Additional information: block b7: additional information was received on 19dec2025 regarding relevant patient history.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. On (B)(6) 2025, during the ongoing use of the device, the patient reported discomfort, pain, vomiting, diarrhea, bloody stool, fainting, and weakness. The patient also experienced blood loss and hypotension. As a result, the patient received IV fluids and a blood transfusion. Also, a blood test and digital rectal examination were performed. The patient was hospitalized for 9 days in the critical care unit. It was decided by the physician to remove the balloon. The balloon was removed via an endoscopic procedure on (B)(6) 2025, where blood remains in the stomach and erosion in the gastric fundus were observed. The patient was discharged from the hospital on (B)(6) 2025. Additional information was received on (B)(6) 2025 regarding relevant patient history.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. On (B)(6) 2025, during the ongoing use of the device, the patient reported discomfort, pain, vomiting, diarrhea, bloody stool, fainting, and weakness. The patient also experienced blood loss and hypotension. As a result, the patient received IV fluids and a blood transfusion. Also, a blood test and digital rectal examination were performed. The patient was hospitalized for 9 days in the critical care unit. It was decided by the physician to remove the balloon. The balloon was removed via an endoscopic procedure on (B)(6) 2025, where blood remains in the stomach and erosion in the gastric fundus were observed. The patient was discharged from the hospital on (B)(6) 2025.